Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the aiming beam disappeared and the connector became hot. The physician/nurse was not burned. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification confirmed that the tip was consistent with minimal degrading. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The fiber was slightly degraded. As a result, the aiming beam exiting the distal tip was bright, clear and scattered with effective transmission of 65.4%. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the aiming beam disappeared and the connector became hot. The physician/nurse was not burned. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.